Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, oozing of approximately 100cc occurred although an end tone indicating a completed seal cycle was heard. Another device was used to complete the procedure without incident. There was no patient injury.